Event description:
A pioneer catheter was selected for use in a pt for the endovascular treatment of an unk lesion. Vessel morphology was unk. It was reported that the needle would not retract back into the device. The device was not used in the pt. A second device was used to successfully treat the pt. The pt is fine.

Manufacturer narrative:
(B)(4). Eval summary: the device was returned for analysis and its eval is complete. The needle was extending 2mm outside the exit port. During eval, the needle did not advance and appeared jammed outside the exit port. Under the microscope, the exit port appeared not prepped (trimmed) well and excess tip material was evident at exit port. The catheter was cut at 7.1cm from distal edge and the needle wire appeared intact, but the edge of tip was bent, likely when initially deployed. The cause of the difficulties is likely due to excess tip material not trimmed properly during mfg and interfered with needle movement.